Manufacturer narrative:
Additional procode: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the osteosynthesis surgery for distal femoral supracondylar fracture with the distal plate and screw. On (B)(6) 2020, non-union was confirmed, and iliac autogenous bone graft was performed, and additional plate and screw were implanted. On (B)(6) the patient visited the hospital reporting pain and the surgeon confirmed that the plate and screw had broken. On (B)(6) 2021, the revision surgery was performed and revised using another company's product. No further information is available. Concomitant devices reported: lcp recopl 3.5 straight w/combined hole (part number: 445.061s, lot number: l941454, quantity number 1), lockscr ø5 self-tap l70 tan (part number: 413.370s, lot number: 2l25353, quantity 1), lockscr ø5 self-tap l65 tan, (part number: 413.365s, lot number: 5l94542, quantity 1), lockscr ø5 self-tap l65 tan (part number: 413.365s, lot number: 5l38000, quantity 1), lockscr ø5 self-tap l40 tan (part number: 413.340s, lot number: 1l93544, quantity 1) lockscr ø5 self-tap l40 tan (part number: 413.340s, lot number: 1l61818, quantity 1), lockscr ø5 self-tap l40 tan (part number: 413.340s, lot number: 4l78749, quantity 1), lockscr ø5 self-tap l40 tan (part number: 413.340s, lot number: 4l24816, quantity 1), lockscr ø5 self-tap l34 tan (part number: 413.334s, lot number: 4l27675, quantity 1), lockscr ø5 self-tap l28 tan (part number: 413.328s, lot number: 3l91801, quantity 1), cortscr ø4.5 self-tap l40 ti (part number: 414.840s, lot number: l881829, quantity 1), lockscr ø5 self-tap l14 tan (part number: 422.402s, lot number: 3l17498, quantity 1), lockscr ø3.5 self-tap l46 tan (part number: 412.136s, lot number: 2l51657, quantity 1), lockscr ø3.5 self-tap l30 tan (part number: 412.111s, lot number: 2l60504, quantity 1), lockscr ø3.5 self-tap l26 tan (part number: 412.109s, lot number: l108756, quantity 1). This pc is related to (B)(4). This report is for one (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/42mm-ster. This is report 1 of 3 for pc-3.5mm ti locking scr slf-tpng w/stardrive recess/42mm-ster.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- an locking screw ø 3.5mm, l 42mm was returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection and measurements evaluation of the returned device. The visual inspection has shown that the screw head is completely broken off. At the threaded shaft slightly wear marks visible. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. Dimensional analysis did not detect any deviation from the specification. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The received condition agree with the complaint description and the complaint therefore is confirmed. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot = part: 412.118s, lot: 3l20082, manufacturing site: grenchen, release to warehouse date:06 feb 2019, expiry date: 01feb 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.